Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported that the patient had bleeding from the applicator needle, around the abdominal insertion site on (B)(6) 2020. The bleeding lasted 2-3 minutes. The parents took the patient to the hospital where the sensor was removed. There was tissue hardening at the site which waned within a couple of hours. The patient was kept overnight and given paracetamol for related discomfort. The patient was released from the hospital the next day. The patient was doing fine at the time of the report and the hardened tissue had fully resolved. No additional patient or event information is available.